Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not charge) has been confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, there was contamination on the pca board. The cause of the inability to charge or power a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned a battery pack indicating that it would not charge.